Manufacturer narrative:
This report is part of the (B)(6). Exemption number e2015050. Thirty six devices were visually inspected and particulate larger than the specification was found in the fluid path. The root cause of this failure is attributed to the manufacturing process. Corrective actions are in process. All 36 devices were returned and evaluated. All 36 devices were labeled "for single use." None of the devices were reprocessed.

Event description:
This report summarizes 36 malfunction events. The distributor reported that foreign objects were identified in the barrel of the vacuum pressure syringe included in the kit during their initial inspection of received product. The devices were not sent to a user facility. No patients were involved.